Manufacturer narrative:
Device analysis report attached. This report is submitted on february 14, 2022.

Manufacturer narrative:
This report is submitted on december 20, 2021.

Event description:
Per the clinic, the patient experienced constant static noise with the device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.